Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient experienced sweating and confusion while driving his car. Due to the patient being unaware of what was going on, the patient ended up in a 12 mile police pursuit. When he was forced out of the car by the police, he sustained a concussion. When the police noted the patient was ¿out of it¿, they called an ambulance. When a fingerstick was taken by the paramedics the cgm reading was 200 mg/dl, and the blood glucose reading was 30 mg/dl. The patient was brought to the hospital and was treated with intravenous dextrose, saline, and fluids. No further treatment was reported. The patient was discharged three days after the event. Three days after being discharged the patient went to the doctor for a check up related to the event, and no medication or treatment was deemed to be needed. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the e zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.